Event description:
A maxplus clear valve was connected to a 3-ways stopcock of a vygon extension set. The customer reported that at the beginning of the infusion they identified a leak. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). The model#/catalog# is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number is for the domestic similar product. Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.